Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 glare in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of glare that makes driving tough at night although it is important to mention that patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.25 x .00 x 0; left eye pre-op 20/20 -4.00 x .00 x 0. Bcva from (B)(6) 2015: right eye post-op 20/20 -.25 x .00 x 90. On (B)(6) 2015 patient uncorrected visual acuity in each eye is 20/20.